Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and confirmed the following: -there was no abnormality on the exterior of the device. -it was confirmed by connecting the device to the video system center otv-s300 used together at the user facility, but the reported event was not reproduced. The video system center otv-s300, which was used in combination with the device at the user facility, did not output an image on the touch panel during the inspection. Since it is the cp board that performs both endoscopic communication and signal processing from the touch panel, the reported event may have been caused by a temporary malfunction of the cp board in the video system center. Damage to the components on the board or disconnection of the connector was not confirmed, and the issue was resolved during the inspection, so the malfunction of the cp board of the video system center otv-s300 ¿may have been caused by the following. ¿-short circuit due to foreign material such as dust adhering between the terminals on the board. ¿-the floating of the connector made the contact between the terminals on the board unstable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented

Manufacturer narrative:
The device was sent to the olympus service operation repair center (sorc), which inspected the device but did not reproduce the reported phenomenon. Therefore, the device was sent to omsc. The user facility reported that the reported phenomenon was reproduced when the part near the connector was rocked. In addition, the user also reported that there were no problems with the lending machine. The user facility requested investigation of the cause of the reported event and an inspection in combination with the video system center otv-s300. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the scope communication error e216 occurred. Error code e216 means that the communication between the endoscope and video system center has failed. The device was used with an olympus video system center otv-s300. The user completed the procedure with the device. There was no report of patient injury associated with the event.